Event description:
The surgeon was advancing a +27.o diopter single piece collamer lens model cc4204bf using the indiogo foam tip plunger, the plunger over-rode the lens and when they pulled back on the plunger it caught on the lens and tore the lens. No patient contact or injury.